Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate deliver of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: the last bolus delivery was a 1.0u bolus on (B)(6) 2015 at 20:37. The last basal delivery was on (B)(6) 2015. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation.